Event description:
It was reported that the patient was in the hospital due to a blood clot in her lung, which the physicians said was likely due to the vns. No additional relevant information has been received to date.